Event description:
As the lens was being implanted into the eye, the haptic bent. The lens was removed and replaced.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a folow-up report when our investigation is completed.